Event description:
It was noted through review of programming history that the patient had a change in impedance on (B)(6) 2012. This was likely the date their high impedance event occurred. No surgery date has been scheduled at this time.

Event description:
The patient had full revision surgery and attempts are being made for their explanted products to be returned for analysis.

Manufacturer narrative:
Manufacturer review of x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuity visualized. Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient's explanted products have been discarded therefore will not be returned for analysis.

Manufacturer narrative:
Describe event or problem corrected data: event date change in impedance was (B)(6) 2012

Event description:
It was reported to our consultant that a vns patient had high lead impedance. The patient's device was not disabled. Output current low/current delivered 0.0 lead impedance high >= 10000. The dr will leave the vns programmed on as he feels the patient is getting benefit from vns even though there is high lead impedance. X-rays were received for review. The electrodes are visualized in a normal orientation at approximately c4-5. A strain relief bend was present but no loop; there appears to be two bends and one is larger than the other. Three surgical staples were noted in the area of the electrodes. Two tie-downs were noted on the lead body in the location of the two bends, but not placed per labeling. A large subcutaneous loop should be formed and secured with a tie-down, however; based on the view it does not appear the full loop is in place. The strain relief should be adequate to allow for full neck movement to its maximum stretched positions. No generator views were provided; therefore, the pin insertion, filter feedthroughs and lead above/below /around the generator could not be assessed. The cause of the high lead impedance is unknown as a pin issue cannot be ruled out. In addition, the high impedance may also be due to anomalies in the lead under the generator that cannot be assessed. There was no reported trauma prior to the reported event. The patient is scheduled for a visit to the surgeons office to decide a plan of care.

Event description:
Additional x-rays have been taken but have not seen sent to the manufacturer for review. At this time no surgery is planned as the patient's family are not too sure about the patient's efficacy with the vns so that are going to discuss that before having any surgical interventions planned.